Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery. The 3.0x12mm trek balloon dilatation catheter (bdc) was successfully used for pre-dilatation, followed by deployment of an unspecified stent implant. It was intended to reuse the 3.0x12mm trek bdc for post-dilatation; however, the bdc shaft separated during cleaning outside the patient's body. There was no patient involvement during the separation and no reported clinically significant delay in the procedure. Another trek bdc was used to successfully complete the procedure. There was no additional information provided.